Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down. Customer¿s blood glucose level was 403 mg/dl. The customer declined tandem technical support to follow-up regarding the reported issue. Replacement cable and adapter were sent to the customer.